Event description:
It was reported that during a ovarian resection procedure, it was found that the blade was broken off when all procedure was completed. As the patient was under anesthesia, the broken piece was retrieved from the cavitas pelvis endoscopically. There were no adverse consequences for the patient.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient began to experience pain and radiographs revealed tibial tray loosening. A revision procedure has not been reported to date.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.